Manufacturer narrative:
Concomitant medical product: product ID: 309328, lot# 0209713977, implanted: (B)(6) 2015, product type: lead.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a "discharge feeling" when passing near an anti-theft device. There was also a return of incontinence. Reprogramming was performed on (B)(6) 2016 and the event resolved. The event was assessed as non-serious and the patient was alive with no injury. Medical history included functional idiopathic incontinence since 2005.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.